Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to an infection. The ins was implanted on (B)(6) 2012, and explanted and replaced on (B)(6) 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset of the infection was (B)(6) 2012. The patient had redness and swelling, but no meningitis. The primary location of the infection was at the device pocket and lead track. Cultures were taken at the device pocket and thoracic spine. Staph aureus was cultured in both sources. Treatments instituted for the infection include both IV and oral antibiotics, total device system explant, and wound care and wound vacuum-assisted closure (vac). The infection was resolved. It was noted that the patient had diabetes before implantation of the device, which was a risk factor.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).